Event description:
Health care professional (hcp) reports 1 fiber leaks noted by blood in the dialysate compartment during pt treatment. The dialyzer was reused prior to the reported event, exact number of times unknown. Hcp reports no pt injury or need for medical intervention.